Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker's 3 capsular contracture.

Event description:
Healthcare professional reported "baker's 3 capsular contracture". This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. No additional observations performed on the device. No further actions are required additional, changed, and/or corrected data: b6, d9, h3, h6.